Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they were experiencing bluetooth connection issues between the transmitter and the g5 application. During the call, the bluetooth connection came back and was showing glucose numbers on the g5 application with no further issues. No additional event or patient information is available.